Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. The trima system has algorithms that use the output of the rbc detector to determine if a potential saturation of the lrs chamber has occurred, possibly triggering wbcs to escape the lrs chamber and potentially contaminate the platelet product. The notification to count the platelet product for wbcs was generated because during this procedure these algorithms on the trima system acted appropriately and detected that wbcs were escaping from the lrs chamber. The signals from the run data file analysis indicate it is possible, though not conclusive,that wbcs may have exited the lrs chamber late in the procedure. Based on the available information, it is possible that this leuko reduction failure may be donor related.

Manufacturer narrative:
Investigation: the trima set was returned for investigation. Visual inspection confirmed the set was assembled correctly with no kinks, occlusions or missing clamps. Flow of solution was observed through the lrs chamber. There were no signs of damage to the channel and there were no witness marks on the loop assembly which suggested the set was loaded correctly. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information.